Manufacturer narrative:
The issue was determined to be caused by a worn valve as identified by the field service engineer. Based on trending of the affected valve, no product issues were identified with this part for the past year.

Manufacturer narrative:
(B)(4).

Event description:
The field service engineer (fse) was at the customer site to address kinked tubing on the cobas 6000 e 601 module (e601) on (B)(4) 2017. After the fse left, the customer stated that they received questionable results for three patient samples tested for elecsys ferritin (ferr) and the elecsys t4 assay (t4) on (B)(6) 2017. Of these three samples, two had erroneous initial results that were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted with a ferr value of 44 ug/l and repeated as 134 ug/l. The second sample initially resulted with a t4 value of 21.9 ug/dl and repeated as 5.8 ug/dl. The patients were not adversely affected. In addition to the issue with the patient samples, the customer stated that they were getting abnormal measuring cell condition alarms on (B)(6) 2017. The customer performed 50 measuring cell preparations and then calibrated, receiving alarms on the calibrations. The customer checked system reagent bottles and discovered that liquid appeared to be filling one of the bottles. The ferr reagent lot number was 20990805, with an expiration date of 31-may-2018. The t4 reagent lot number was 19428105, with an expiration date of 31-mar-2018. The fse determined that a valve was stuck open due to a piece of plastic on the sealing surface. He cleaned the valve and replaced other valves as one had salt buildup and the other was damaged while replacing the valve with salt buildup. He checked the valves for proper functioning. The customer ran calibration and quality controls.